Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a yankauer. The customer reports the tip snapped off 3 inches from the end. This occurred during use in the patients mouth. The patient was able to spit the tip back out.